Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.

Event description:
The pt had a bare metal and drug eluting stents implanted in his heart. The drug eluting stent was placed in his left anterior descending in 2003 after being approved by the FDA. The pt suffered a sudden death in 2007. This info was received.